Event description:
It was reported that the implant was infected had to be removed. It was reported that patient originally surgery was performed over 4 years ago with epoca shoulder prosthesis system. Due to pain patient was returned to the emergency room. The three components of implant (the stem, the eccenter and the head) were removed intact. Patient was not further revised. It was reported that bones were healed and union was achieved. Surgery was successfully completed without any surgical delay and patient/status outcome was good. This report is for an unknown epoca head. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.